Event description:
The lab at [redacted] recently learned of a roche customer bulletin acknowledging subpar staining for specific lots used in ER ihc [estrogen receptor] testing. See the attached bulletin. The bulletin recommends that labs discard any of the affected lots but does not explicitly recommend that impacted patient samples be re-tested.